Event description:
It was reported that during an appendectomy procedure; it was observed that there was bleeding from the staple line but was secured with additional clips. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 08/04/2025 b3: only event year known: 2025 d4: batch #383d12. Additional information was requested, and the following was obtained: the uploaded video shows the ouzing staple line. Further answers below was the cartridge fired on the mesoappendix or appendix? Positive which cartridge was used on mesoappendix? Blue or used on the appendix? Blue how was the mesoappendix ligated? No info please confirm if a blue cartridge was used on the appendicular stump. Positive did the surgeon wait 15 seconds prior to firing? He confirmed to have done so any staple formation issues noted after firing? No were there any hemostasis issues in the initial procedure? If so, how were they addressed? No info. How was the post operative bleeding identified? On sight ¿ please see the video how long after procedure was the bleeding identified? Immediately what was the total estimated blood loss (ml)? No info what was done to control the bleeding? Clipping was the site of the post operative bleed confirmed to be mesoappendix or appendix? Appendix. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with a sterile 6r45b reload (lot 951c42) was received along with the device. The reload was received unfired. The device and returned reload were tested for functionality and it fired as intended. The cut line was complete. However, 2 staples on the outer row does not meet the staple form release criteria, but, they do not create a fluid path. The reload was examined for visual inspection and some damages on the reload deck were noted. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, the device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and the cut line were complete, and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device ats45 with lot number 401d57; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 383d12, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.